Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (400s mg/dl) and insulin injections were administered to address the bg level. The customer did not know what caused the high bg levels. The customer declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
Device investigation was unable to confirm the reported issue due to recessed usb pins.